Event description:
A 24 mm diameter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology very calcified and frail arteries. It was reported, the common femoral artery had perforated during the removal of the delivery stent graft system, after the stent graft was successfully deployed. The physician gained control of the bleeding with another manufactures occlusion balloon. The bifurcated atent graft was converted to an aorto-uni-iliac device by placement of an aortic cuff in the flow divider and performed a fem-fem bypass. The final outcome of the procedure was good and the pt is reported to be fine.